Event description:
During troubleshooting of an unrelated alarm, it was reported that air was observed in the patient line of the cassette. The event was reported during the initial drain on the homechoice (hc) and the home patient (hp) was connected. There was nothing found during troubleshooting that would cause or contribute to the air. The technical service representative (tsr) assisted the caller to end therapy and advised to start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.